Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the patient stated they called in before because the bolus thing would go slow when it was uploading and would get to 90% and sit there forever. The patient stated someone told them how to clear a bunch of stuff in the history and it went super-fast again. The agent walked the patient through clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that they were allowed 12 boluses a day.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that the patient had experienced a connection lag issue and it started about 2 weeks ago. The patient mentioned that "it takes forever to register like over an hour plus to clear". After deleting the data, they were able to connect to the pump with no lag.